Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
The ge service rep verified the dark images. He adjusted the kvp tracking, adjusted the camera focus, adjusted the monitors, adjusted the x-ray arm movement, and tightened the image intensifier hold down loop. He also checked to ensure the max kvp, resolution and dose were within mfg and state limits.